Manufacturer narrative:
No samples or photos received for investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Although no pictures or physical samples are received by the client, the incident for empty package is confirmed. Possible root cause is associated with detection system failure. Vision system will be updated. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Based on the available information we are not able to identify a root cause for the bent plunger incident related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material# 309657, batch# 4164333. It was reported that the bd syringe 3ml ll 200 s/c plunger rod bends easily. The following information was provided by the initial reporter verbatim: rcc received a complaint via email. Email(s) attached I'm reaching out in regards to issues we have been having with the bd 3ml syringe (ref 309657, lot 4164333 - vendor is mckesson). Specific issues are: 1) the plungers seem to be bending during use - slight pressure is causing the plunger on some syringes to bend at a 90 degree angle. One instance led to a needle stick in our facility, so this is definitely our primary concern. 2) several packages in the box of syringes were sealed with no syringe in the package. Additional information provided: no, the needle used was not a bd product - just the syringe. 1) approximate date of injury was (B)(6) 2024. 2) a provider was administering anesthesia with the syringe when the plunger bent. The rapid bending action caused the syringe to shift in the provider's hand resulting in the needle puncturing the provider's finger. Separately, several of the individual packages in the box of syringes were sealed, but did not contain a syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.